Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient implanted with an impella 5.0 device for mechanical circulatory support. While on support there were positive blood cultures, indicating infection. Antibiotics were administered. The patient was noted as being afebrile. The patient remained on impella support and was successfully weaned.